Event description:
It was reported that the autopulse nimh battery did not last very long (less than 15 minutes). There is no specific event information. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Customer indicated that their batteries are rotated daily. Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 07/29/2014 for investigation. Investigation results as follows: the returned battery failed visual inspection as the battery exhibited damage to the battery connector. The battery was not placed in the battery tester to obtain readings. An investigation conducted using the battery's serial number (sn) found that the battery was at the end of its expected life span of 2-4 years with a manufacture date of september 2010. As the number of test cycles were not logged on the battery and we were unable to obtain any readings from the battery, we were unable to determine if the battery was properly maintained. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance (charged/test cycled as instructed per the IFU) and usage patterns.